Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. During procedure, it was found that the right atrial (ra) leadless pacemaker (lp) exhibited positioning failure. Repositioning was performed and post fixation and release of the ralp, it dislodged abruptly. The ralp was retrieved from the right ventricle near to the tricuspid valve area, and it was not implanted. The procedure was concluded with no other device implanted. Patient condition was stable.